Manufacturer narrative:
G2 email is: (B)(4). Device evaluation: one device was returned for investigation. Visual inspection found the sample exhibited detachment of the tube. It was observed there was a lack of solvent on the tube. The complaint was confirmed. The root cause was attributed to lack of bonding union during manufacture, the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No escalation required at this time.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the map pressure transducer used in cardiac surgery came with a loose cable, making its use impossible. The customer stated that regarding other relevant ?antecedents", including pre-existing conditions, the patient has ischemic heart and valve replacement, and myocardial revascularization were performed. It was also informed that the patient was discharged from hospital. The exact date of the event was unknown. No adverse patient effects were reported by the customer.